Event description:
Additional information received from the consumer reported that the cause of the therapy not working was due to a "bad" battery. As a result, the battery was replaced. Resolution and patient outcome remains unknown.

Event description:
It was reported that for the last 2 to 3 days the patient¿s therapy was not working as it should. The patient had been getting up more at night and got up 3 times last night. The patient indicated that stimulation was at 0.90v, it was not doing anything, where as it used to feel strong to them at that level. The patient was scheduled for ¿fallen bladder¿ surgery in 2 weeks. The patient got the patient programmer low battery icon and was going to get new batteries to replace it. The programmer low battery took place today. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0hg8b, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).